Manufacturer narrative:
The reported phenomenon was not duplicated. However, the event log revealed that "check vent: backup alarm failed" had occurred. Therefore, the cpu board was replaced preventively. The device passed required performance verification tests per philips standards. The cpu board was returned for analysis. The reported issue could not be replicated or reproduced. No faults detected.

Event description:
The customer called technical support (ts) reporting that the device has error code 1104, backup alarm failed, that occurred during use on a patient and the alarm was unable to be reset. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was neither delay to therapy nor medical intervention reported due to the issue. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The cpu board was determined to be faulty and will be replaced.

Manufacturer narrative:
Reporting institution phone number - (B)(6).